Event description:
It was reported by the customer that a pyxis medstation system had a failed tower door. The customer stated that the tower door continued to fail. When opening manually using key the door recovers, but error pops out saying door did not close. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a failed tower door. The technical support specialist replaced latch to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.